Event description:
It was reported that during transseptal ablation for atrial fibrillation treatment procedure, a guide wire break occurred. The target lesion was located in the atrial septum of the heart. A 182 cm j tip mailman guide wire was selected to advance to the lesion. Upon advancing, the distal portion of the guide wire broke off. The device was successfully retrieved using the goose-neck snare technique.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transseptal ablation for atrial fibrillation treatment procedure, a guide wire break occurred. The target lesion was located in the atrial septum of the heart. A 182 cm j tip mailman¿guide wire was selected to advance to the lesion. Upon advancing, the distal portion of the guide wire broke off. The device was successfully retrieved using the goose-neck snare technique.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned presented the wire broken, it was received separated in two sections, as part of overall visual revision. The visual inspection was performed and the device returned fractured in two sections: the part#1 (proximal) presented kinks along the body; and the part#2 (distal) presented the spring tip bent. All the outer diameter taken are according specifications. Mtac analysis revealed that failure on both samples occurred due to a cyclic bending overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).